Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received critical error and a broken force sensor detected during regular or seating delivery error. The customer's blood glucose level was 130 mg/dl. The customer also reported fluid inside the insulin pump. The customer stated that there were no cracks in the insulin pump. The customer was assisted in troubleshooting. The customer was advised to revert to back up plan and to put the insulin pump into storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. The device was received with case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.